Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to test the functionality of the valve, the opening pressure is measured using a computer-controlled miethke test device that simulates the flow of cerebrospinal fluid. The valves are tested in both the horizontal and vertical positions. The results show that both valves do not operate within the permissible tolerance in their respective relevant positions. An accelerated outflow of both valves could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery, the liquid had leaked out. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on the results of our investigation, we can determine an accelerated outflow at both valves and non-adjustability at the progav 2.0. The deposits visible in the valves have led to the functional impairments. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx442t) was implanted. According to the complainant, the shunt system showed adjustment difficulties. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 8 years, 1 month. Weight: 34 kg. Height: 124 cm. Gender: female. Same event as # 3004721439-2024-00266.